Event description:
The customer initially reported that the device attention icon was illuminated after installing a replacement charge pak. Few days later, the customer found that the device was displaying the charge pak and attention icons. Physio-control evaluated the device and verified the two icons illumination. In addition, physio found that the device would not remain powered on due to depleted internal hlc batteries. The device would not be able to provide defibrillation therapy delivery in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): further evaluation of the device analog pcb assembly determined the cause for the malfunction to be due to depleted internal hlc batteries. One of the batteries for the hlc, bt3, would not take a charge. A replacement device was provided to the customer.